Event description:
It was reported that they were unable to aspirate from a pt's catheter. The problem was confirmed by a dye study. A (B)(4) study was discussed. No further information was reported at this time, including the drug/compound being delivered via the pump. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).